Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the rotational speed was unstable. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left main trunk to the middle circumflex. A 1.25 mm rotalink plus was selected to treat the target lesion. During procedure, ablation was performed without any issue until the 13th run. On 14th and 15th run it was noted that the rotation speed became 270,000 revolution when the set operational speed was only 190,000 to 200,000 (rpm). The physician decided to stop the use of this device. The procedure was completed with this device. There were no patient complications reported and patient's condition is good.